Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and could not replicate the reported issue. The scroll compressor was replaced to a new one. Later on, the system over temperature issue appeared again. This iabp unit was returned to the service center from the facility. Then running test was performed; however, the issue could not be replicated. The fse replaced the scroll compressor was replaced again. All functional and safety checks were performed and the unit passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) stopped pumping due to an over-time error during pumping while in use on a patient (rate 90 to 120 bpm). After restarting the unit with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The machine was replaced without incident. No patient injury or adverse event was reported.

Manufacturer narrative:
The g3 date reported in mfg follow-up #2 was incorrect. The correct g3 is 19-feb-2021.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) stopped pumping due to an over-time error during pumping while in use on a patient (rate 90 to 120 bpm). After restarting the unit with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The machine was replaced without incident. No patient injury or adverse event was reported.

Manufacturer narrative:
No further testing was completed by the national repair center (nrc) due to the customers temp sensor not being sent back. The nrc will be retaining the compressor in the national repair.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) stopped pumping due to an over-time error during pumping while in use on a patient (rate 90 to 120 bpm). After restarting the unit with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The machine was replaced without incident. No patient injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d2, d4, g4, g7, h2, h4, h10.

Event description:
N/a.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The failed scroll compressor was returned to the national repair center (nrc) for further evaluation. The customer did not send back a temp sensor with the compressor. The national repair center installed the compressor along with the national repair center's temp sensor in to the cardiosave test fixture and tested the compressor to factory specifications. The compressor was tested with two depleted cardiosave batteries , a cardiosave trainer set at 130 bpm, normal sinus rhythm, the national repair center's temp sensor, and a 40 cc balloon. After 30 hours of continuous pumping, the national repair center could not verify the failure of over temperature. The compressor passed testing. The compressor is scheduled for further testing by the national repair center. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) stopped pumping due to an over-time error during pumping while in use on a patient (rate 90 to 120 bpm). After restarting the unit with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The machine was replaced without incident. No patient injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) stopped pumping due to an over-time error during pumping while in use on a patient (rate 90 to 120 bpm). After restarting the unit with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The machine was replaced without incident. No patient injury or adverse event was reported.